Event description:
Litigation papers allege: patient has suffered severe pain, crunching or popping noises in hip region, difficulty standing or walking, hip fractures or dislocations, fatigue, tissue inflammation, infection, necrosis and metallosis. It is unknown whether or not patient has been revised.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient has suffered severe pain, crunching or popping noises in hip region, difficulty standing or walking, hip fractures or dislocations, fatigue, tissue inflammation, infection, necrosis and metallosis. It is unknown whether or not patient has been revised. (B)(6) 2008 - the sales rep has reported the revision surgery. Patient was revised due to pain.